Event description:
It was reported that during a low anterior resection procedure, the device functioned as intended. Upon inspecting the anastomosis a leak was found. The anastomosis had to be taken down and re-done. Consequently the operating room time was extended by one hour and an ileostomy was performed.